Event description:
The complainant has reported that a patient (age and gender unknown) underwent an unknown procedure which included the use of an injection gold probe device. It was reported that "during the procedure, they noticed that the needle was broken. The tip of the needle broke off". It is "unknown if the tip broke off during the procedure" and "unknown if or how the procedure was completed". Clinical follow-up has been performed to confirm that the patient had suffered no ill effects or complications as a result of this reported event.

Manufacturer narrative:
The device has been received by the manufacturer, but an evaluation has not yet begun. Device evaluation and additional narrative will be provided in a follow-up medwatch report (s).